Manufacturer narrative:
The customer reported that one of their bedside monitor (bsm) spontaneously shutdown while monitoring a patient. This happened 20 minutes after they initiated monitoring. No harm or injury was reported. Nihon kohden continues to investigate the reported event. Attempt #1: (B)(6) 2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #2: (B)(6) 2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #3: (B)(6) 2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received.

Event description:
The customer reported that one of their bedside monitor (bsm) spontaneously shutdown while monitoring a patient. This happened 20 minutes after they initiated monitoring. No harm or injury was reported.